Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was unsure of the circumstances that led to the migration and though that work may have had something to do with them bending and twisting. The migration was resolved through surgery. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the leads migrated/dislodged. The patient reported that the leads were no longer hitting the right spot. The patient reported that stimulation was not hitting the right spot and they might move the leads during the revision. The patient reported that the revision was taking place on (B)(6) 2017. No further complications were reported.